Manufacturer narrative:
The quattro catheter was discarded by the user. Therefore the device associated with this complaint will not be returned for evaluation. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
As reported, during patient use, the user noticed blood in the saline circuit. Immediately, the physician replaced the catheter using the same suk to continue the treatment. No known impact or consequence to patient information was available. The physician did not verified the damage on the balloon before he disposed the catheter. The physician stated that it was his fault causing the balloon to be damaged while trying to stop the bleeding at the catheter insertion site on the patient. The catheter was discarded at the hospital by the user and it will not be returned for investigation.